Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Manufacturer narrative:
During investigation, a review of complaint history, instructions for use (IFU) quality control (qc) and specs was conducted. No product was returned for eval. This device is inspected 100% to ensure the functionality of the product. The tips are ensured to be properly formed and free of flash, debris and discoloration. The provided instructions for use (IFU) cautions users to periodically evaluate the status of the stent via cystoscopic, radiographic, or ultrasonic means. It also cautions that individual variations of interaction between stents and the urinary system are unpredictable. Improper handling can seriously weaken the stent and users should not force components during removal or replacement. Due to the device not being returned, a root cause the reported difficulty cannot be determined with certainty. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per quality engineering risk assessment (qera), no further risk reduction is required.

Event description:
A patient underwent ureteroscopy stent removal on (B)(6) 2014. The patient's stent had knotted in the renal pelvis. The stent could not be removed ureteroscopically, and the patient required a percutaneous nephrolithotomy procedure in order to remove stent. Patient needed to stay overnight at hospital.